Event description:
It was reported that during an unrelated procedure, both leads had migrated. X-ray imaging confirmed lead migrations. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced, and another lead was repositioned to address the issue. It is unknown which lead was replaced and which was repositioned.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.